Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with information that indicated the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately one week after device system implanted. The cause of death has been requested and is no available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was stretched, the lead was stretched and there was apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with information that indicated the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately one week after device system implanted. The cause of death has been requested and is not available.